Event description:
It was reported that approx two weeks post op, the set screw and the rod backed out. There were no pt complications reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.